Event description:
A surgeon reported that during a intraocular lens (iol) implant surgery the capsular bag broke. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis and damage was observed to the lens. Results from the product history record review indicated the lens met release criteria. Add'l observations were as follows; lens returned positioned incorrectly. Solution is dried on the lens. One haptic is bent at the gusset area due to the condition of the returned sample. The other haptic is broken/torn at the arm area and is not returned. The optic edge is nicked/chipped. The lens was damaged, our observations reasonably suggest that it is not mfg related. Based on the results from the product and batch history record, the lens met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. (B)(4).